Event description:
Complainant alleged that during routine testing, the device displayed "status 104" and status 66" messages when attemptng to discharge. There was no pt involvement during the reported malfunction.